Event description:
During a laparoscopic tubal sterilization procedure, the bipolar coagulation forceps burned the fallopian tube tissue too quickly and the jaws of the device stuck to the tube. The instrumentation was changed to complete the case. No pt consequence occurred and no additional treatment was necessary.